Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 23:15:58. During night drain cycle one, the patient's ultrafiltration reading was 6182ml, indicating the home patient (hp) drained 6182ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the logs. The cause was determined to be an unexpected high ultra filtration (uf) for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.